Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04835. It was reported that the patient presented for a routine follow up. Upon interrogation, it was noted that loss of capture and out of range, high pacing lead impedance was noted on the right ventricular lead. Previous interrogation on (B)(6) 2017 also had out of range, high pacing lead impedance measurements but threshold and sensing values were normal, and a patient notifier was received for high impedance measurements on (B)(6) 2017. It was also noted that the implantable cardioverter defibrillator exhibited multiple non-sustained oversensing and ventricular tachycardia (vt) episodes and few false ventricular fibrillation (vf) episodes which charged the device, but therapy was aborted. The tachy therapies were turned off. The implantable cardioverter defibrillator and the right ventricular lead remains implanted. No intervention was performed as the patient had diabetes and other medical issues. The patient was stable post interrogation and will continue to be monitored in the hospital.